Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during finger amputation procedure while suturing the patient, the needle and suture were found detached as soon as the suture entered the skin. The doctors immediately took out the needle that entered the flesh with tools and immediately replaced the new suture. There was no patient injury.